Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced a massive bleeding event. The patient was readmitted for the hemorrhage on (B)(6) 2025 and required less than 4 units of blood for transfusion. Prothrombin time (inr) was at 2.9 iu and platelets count was 24.0 ×104/l. The patient was on warfarin and aspirin at the time of the event. The cause of the bleeding was unknown. Although considered to be unrelated to the device, it could not be ruled out. The patient was discharged on (B)(6) 2025.

Event description:
There were occasional scabs at the driveline exit site, but on the day in question continuous bleeding occurred. A computed tomography (CT) scan and gallium scintigraphy were performed with no obvious abnormalities found. Since there were no findings suggestive on an infection, it was determined that movement of the exit site likely exacerbated the bleeding. The patient was instructed to avoid using abdominal muscles to ensure proper fixation.

Manufacturer narrative:
Section d4: model and catalog numbers corrected section e1: reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also explains that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.